Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Reportedly, a stealth 360 peripheral orbital atherectomy device (oad) was used with the abbott command wire. It should be noted that the hi-torque guide wires for pta instructions for use states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta), in arteries such as the femoral, popliteal and infra-popliteal arteries. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the command guide wire with the stealth 360 peripheral orbital atherectomy device against the instructions for use resulted in inadvertent interaction between the devices resulting in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494: indication for use.

Event description:
It was reported that the procedure was to treat the posterior tibial and popliteal arteries with significant stenosis. The command guide wire was used with an orbital atherectomy (oa) system and the system stalled during use. A small perforation was observed in the distal vessel where the oa crown stalled. Planned plain old balloon angioplasty (poba) was performed to resolve the perforation. The patient was stable. The command guide wire and atherectomy device were stuck together and removed together from the anatomy, causing loss of wire access. There were no other issues during use of the command guide wire and it was yanked from the atherectomy device once they were outside the anatomy. There were no adverse patient effects due to the command guide wire and there was no clinically significant delay in the procedure. No additional information was provided.